Manufacturer narrative:
The following was reported: " the tpm pump and rpm pump came out error during startup. Tpm pump came error ¿ safety-s ¿ and rpm pump came out error ¿rev-vel ¿ . Investigation of safety-s: the reported failure "safety-s"was evaluated by life cycle engineering on 2020-01-17 as follows: there are three main groups of possible causes for the reported failure "safety-s" error message: 1. The safety system board itself is defective and cannot correctly detect or process the incoming signals . 2. An error occurs when transmitting the signals via the control board to the safety system board ("cold" solder joint, defective optocopler). This causes that the safety system board to receive no or incorrect data and therefore triggers the error message. 3. A function of the pump is actually disturbed (e.g. Wrong direction of rotation) and the control system does not detect it in time. This is exactly what the safety system is for. As several faults would normally occur at the same time (malfunction and failure of the control system), this is extremely rare. On the respective boards themselves there are then a large number of possible causes (microprocessors, optocoplers, operational amplifiers, etc.), so that a further summary based on the information from the complaint is not possible without further investigation. Unfortunately, this error message is also one of those where in most cases the malfunction does not occur during the investigation. The identification of the defective component is then not possible. Investigation of reverse relay: the reverse relay error message was also investigated in a similar complaint #354346 as follows: the defective motor control board was sent to life cycle engineering for further root cause investigation. 2019-07-26: lce report no. Lce04150. The reported rev_rel error is a result of the self-test during startup of the device. The reported failure could be reproduced and confirmed. Most possible root cause could be determined as: 1. The control signal rev-rel is interrupted and cannot be generated. 2. The corresponding relays is damaged. 3. The control signal rev-rel is damaged. The device history record (DHR) of the hl 20 (material: 70104.3262, serial: 94003120) for which a customer complaint was received, was reviewed on 2020-11-12. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Thus the reported failures could be confrimed. The reported failures did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The tpm pump and rpm pump came out error during startup. Tpm pump came error ¿ safety-s ¿ and rpm pump came out error ¿rev-vel¿. Complaint # (B)(4).